Event description:
Pt implanted in nasolabial folds and both upper vermilion borders 4/31/98. Onset of infection in perioral 7/98. On 8/24/98 pt treated with bicloxacillin and the implants explanted 9/1/98 and 10/8/98.